Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: initial reporter is a synthes employee. Part # 03.503.168, synthes lot # h883860, supplier lot # h883860, release to warehouse date: 22 jul 2019, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the bend-templ f/matrixmandible plate straig was broken across the intersection between hole #6 and #7, both fragments were returned. The edges of the fragments present signs of mechanical stress on both faces, meaning that the plate was exposed to unintended forces by reverse bending it, this condition could have led the template to breakage. Avoiding this approach may prevent premature failure of the device. A dimensional inspection was performed for the bend-templ f/matrixmandible plate straig was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the bend-templ f/matrixmandible plate straig. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: device was received as a blind unit from colombia on (B)(6). There is no allegation reported against the device. No further information is available. This report is for a matrixmandible bendng template f/1.5mm thick straight plates. This is report 1 of 1 for (B)(4).